Event description:
Follow-up information revealed the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices following an unrelated surgery on (B)(6) 2017. Troubleshooting was attempted; however to no avail. The patient will meet with a company representative as the next course of action.